Manufacturer narrative:
Device (B)(6) has been returned and investigated. Visual inspection has been performed on the device and no issues were observed. Meter powered on with button press and with strip insertion. The returned reader's log was successfully downloaded. Issue is not confirmed. Extended investigation involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and that they had dropped it in a cooler. As a result, customer experienced a loss of consciousness. The customer was unable to self-treat and was given an unspecified IV as treatment by an emergency medical technician. No further treatment was reported. There was no report of death or permanent impairment associated with this event.